Event description:
The customer reported the subject device was exhibiting image issues and leakages. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the forceps cover was peeling. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (leakages) was confirmed and found to be caused by a cut on the bending section cover and loose channel elevator inlet. Service found there was a minor gap on the acoustic lens, there were scratches on the surface of the distal end, the adhesive on the bending section cover was chipped, and there was play in the angulation knob due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the forceps cover glue peeling could not be determined. However, it is likely that it was due to a shock caused by dropping and knocking the endoscope to a hard surface or object from a handling issue. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.